Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have not had therapy relief during the night since implant on (B)(6) 2016, and that they don't have issues during the day. The trial worked well for the patient and that's why they got the implant. It was further noted that during the surgery they had a uti, but didn't find out about it until 2 weeks later during follow up. Antibiotics were given to treat the uti. Therapy was confirmed to be on p1 at 1.8v. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.